Manufacturer narrative:
H3: product analysis: part# (B)(4). Lot # my21m001 visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the big knuckle will no longer tighten. The handle screw will thread in and out a little. The tightening screw appears to be stripped inside the joint/knuckle of the instrument. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an event which occurred during device maintenance. It was reported that a screw is missing from the rongeur, driver appears to be stripped and the screw on the long arm will not engage or tighten. There was no patient involvement reported.